Event description:
Customer reported that her insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is protruding on her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarms noted during testing. The insulin pump received with scratched lcd window, cracked case near display window corners, cracked lcd window at top right corner, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.